Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level, sore throat from vomiting and difficulty in walking. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2024, his sister and cousin drove him to hospital where he went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, he was transferred to the intensive care unit. His highest blood glucose level was 1670 mg/dl. Moreover, the infusion had been used for three days and the site location was patient's abdomen. On (B)(6) 2024, while in the hospital, he changed the infusion set and noticed that the cannula was bent on top of the adhesive rather than under it. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.